Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through the teneo system. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: ""sw requirement doc."" After examining the device in teneo, it was discovered that the pump firmware was in a ""cancelled"" state. This situation likely occurred due to the country being removed making the pump ineligible for an update. To address this issue, an incident has been raised with the sap team in service now (B)(6) to manually re-populate the country in teneo. As a result, the pump firmware updated to ""ready"" state in teneo and the customer can now perform the update. Pump has been successfully updated and now has status: applied. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump update issue and no communication between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-6102.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through the teneo system. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: "sw requirement doc." After examining the device in teneo, it was discovered that the pump firmware was in a "cancelled" state. This situation likely occurred due to the country being removed making the pump ineligible for an update. To address this issue, an incident has been raised with the sap team in service now (inc12627172) to manually re-populate the country in teneo. As a result, the pump firmware updated to "ready" state in teneo and the customer can now perform the update. Pump has been successfully updated and now has status: applied. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.